Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, and a review of product labeling. A search by product lot number for other tickets similar to the current complaint issue found two tickets: the current complaint ticket and one other ticket that was similar. The trend review by the product list number did not identify any trends. Manufacturing documents were reviewed and did not identify any issues. Return testing was not performed as returns were not available. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false decreased sodium result when processing on the architect c16000. The initial result was 104 and retest result was 149 mmol/l. The customer was sent to the emergency room for testing and all results were in normal range. No impact to patient management was reported.